Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were noise episodes on the patient¿s ventricular lead. The patient mentioned about itching the device pocket area often and manipulating the pocket. The noise was not reproducible with vigorous isometrics and pocket manipulations. The patient has not been symptomatic from the noise episodes, and no lead measurements were out of range. The physician will continue to monitor the patient for the time being.